Event description:
It was reported that the lead dislodged. While the physician was removing the sub-selector by the slitter, the left bipolar lead moved and it went out from the coronary sinus. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.